Event description:
A customer reported that spark and smoke emitted from the power cord panel of the advia centaur xp instrument. The customer unplugged the power cord from the electrical outlet. The customer reported there was no fire nor flame. The smoke dissipated quickly without the customer needing to take any action. Personnel were not affected by the spark or the smoke and there was no impact to testing patient samples. The customer also reported that there was a small pool of water on the floor in this area of the instrument. There were no reports of trips, slips, or falls associated with this leakage. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that spark and smoke emitted from the power cord panel of the advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed electrical damage at the alternating current (ac) input line assembly/power cord. The cse determined that the reagent probe 1 (r1) rinse station contained torn tubing because the tubing was rubbing against the reagent mixer motor assembly to the point of tearing. This caused fluid to flow out and downwards. The cse replaced the replaced the ac input line assembly, trimmed and reconnected the torn tubing, and secured the tubing with zip ties to prevent the tubing from touching the reagent mixer motor assembly. In a subsequent visit, the cse installed a power cord and powered the instrument on. The software was loaded and temperatures on the instrument stabilized. An empty and fill cuvette ring was also completed. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00179 on 14-jun-2022. Additional information (04-aug-2022): siemens further investigated the incident and determined that the issue was resolved with the replacement of the tubing, power cord, and alternating current (ac) input line. Siemens concluded that the cause of the spark and smoke was due to the leak from improper placement of the tubing, which was corrected by the cse as demonstrated in the initial report. The investigation conclusions code in section h6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.